Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus aureus as enterococcus when using phoenix panel pid (448008) batch number 1033150. To investigate, a total of four retention panels from the same catalog number but different batch as the complaint batch were tested using four different in house isolates of staphylococcus aureus (a29213, 4757, a43300, and a25923). One panel was tested per isolate on a phoenix instrument and evaluated for identification results. Two panels identified correctly as staphylococcus aureus (a29213 & a43300). The other two panels identified incorrectly as staphylococcus epidermidis (4757 & & a25923). This complaint is confirmed for misidentification. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using 25 bd phoenix¿ pid atypical growth was observed by the laboratory personnel. A manual biochemical test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "ID results conflict in pid panels".

Event description:
It was reported that while using 25 bd phoenix¿ pid atypical growth was observed by the laboratory personnel. A manual biochemical test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "ID results conflict in pid panels"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.